Event description:
I began to use the following product, a himalayan salt inhaler: (B) (4). The outside of the box says to breathe deeply, and the directions on the inside of the box say to breathe normally. The instructions also state that the amount of salt is negligible and will not affect blood pressure. I began using the device for less than the recommended 12-25 minutes per day, but breathing rather deeply. After several days of this, I began experiencing a severe, deep throbbing pain in my head when exerting myself physically. This pain was repeatable and consistent. A dr's visit confirmed that my blood pressure was getting high, and it was speculated that this was causing my pain. Previously, my blood pressure had been in the 120/80 range or lower. I do not have the reading from the dr's office, but please read on. I speculated that the salt inhaler might have been the culprit, and decided to stop using it. Simultaneously, I purchased a sphygmomanometer to track my blood pressure. On (B) (6) 2009, near the time I stopped using the salt inhaler, the average of my 3 bp readings was approx 140/82. Ten days later, on (B) (6) 2009, I stopped experiment when the average of my 2 readings was approx 111/64. The intervening days showed a major decline in average bp over this period, with a marked improvement -return to near normalcy- after only 3 or 4 days. Before the end of this 10-day period, my pain was completely gone. I have little doubt that the salt inhaler was the cause of the bp increase. Dose or amount: unk, frequency: about 20 min/day, route: oropharyngeal. Dates of use: (B) (6) 2009--(B) (6) 2009. Diagnosis or reason for use: sinus stuffiness. Event abated after use stopped or dose reduced: yes.